Event description:
My dentist sold me a mouth / jaw device) that was supposed to ease headaches; well, it broke my tooth; front left inside. It hurts and I am constantly fearful of my partially broken tooth-totally falling apart now. Every time I eat, etc., the worst part is when I told the dentist, he refused to take any responsibility for it nor, would he give me the same/address of his insurance company so I can file a small claim. The device, which acted like a hard piece candy, cost-ed (B)(6) - I'm still paying for it. However, my last visit, he offered to "fix it" for (B)(6)- hindsight tells me that he was more interested in making a sale, an extra (B)(6). Anyone with a history of grinding, etc which is how it's sold has headaches, but also potentially weakened teeth. My teeth were not perfect, but I had a great smile. Not anymore. This device, sold to me as a miracle that will "slide and glide" no, it is more like putting a jaw-breaker in your mouth. Especially at night? Perhaps a work stimulus program if it happens to someone insured they just get a new front tooth ordered up by the smiling dentist; that recourse do I have now? I only used this device a total of 6 times, during the day for a few minutes and then I tried it twice at night- it happened the second time, I bit down hard and the natural veneer of my front tooth just shattered; I woke up, choking with small, sharp pieces in my mouth. I am very upset. This device is called the "nti-tss plus". The headacheremedy.com I could find no way to contact them but they sell this device as "made of safe, clear, hard, thermo-plastic material, I still have the brochure. There is no way to not bite down hard on the little hard device. I have no money for an attorney, much less a new front tooth. I had headaches, sure, but now I have no peace of mind. I've lost health, wealth, and peace of mind. I wish I had never heard this guy's smooth "pitch" they sure teach them to act concerned and make the safe; but not much more than that except evasive maneuvers, refusal to take responsibility later. How many have broken a tooth, like me, uninsured, with no recourse? How many have merely enjoyed their insurance plan replacing a tooth broken this way? Thank you. The last visit, (B)(6) 2015, when I showed the dentist the damage, he agreed I needed a new tooth now, but that I'd have to pay for it and he gave me a summary of potential charges trying to get me to put more on the "care credit" service for an extra (B)(6). I use crutches for a recent knee injury - when my knee starts to "give out" or my new cane. I have a small glass of port at night to ease pain and help relax me, enthusiastically encouraged by my chiropractor. I eat a healthy, fresh, mostly organic diet with no junk foods or sodas; because processed corn is hidden in so many ways, I have no avoid most processed foods. I'm a cook/nutritionist, I exercise mildly, I am in great shape, except for a recent injury to my right knee and now a broken front tooth which is affecting my ability to even just eat.